Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to crosstalk of atrial signal on the right ventricular channel. X-ray revealed the lead had dislodged. Changes in pacing lead impedance and threshold were noted, but still within normal range. Loss of capture was also noted. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.